Event description:
It was reported on (B)(6) 2016 that the patient is going to have an upcoming battery change. The patient is having pain at her generator site. Clinic notes were received on 10/03/2016. The notes are dated (B)(6) 2016. It was stated that the patient says she has generator pain since it was implanted in 2014 and it gets caught on things. No additional relevant information has been received to date.

Event description:
The physician stated that the pain is occurring all the time and not just with stimulation on times. It was stated that the replacement was just for patient comfort. It was also stated that the generator sticks out and the patient has problems sleeping on side. No clarification on the cause of the protrusion was provided. No additional information has been received to date.

Event description:
On 11/07/2016 it was reported that the patient had a generator replacement that day. The reason was prophylactic. The explanted generator was discarded.